Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿ state that blood glucose was under 50 mg/dl. Customer's blood glucose value was 36 mg/dl at the time of the incident and current blood glucose is 152 mg/dl. The customer was treated with food and glucose tablet. The customer "state" that displacement test was passed. The customer was using the auto mode feature. Insulin pump will not be returned for analysis.